Manufacturer narrative:
The insulin pump received with reservoir tube lip completely broken off and missing reservoir tube lip o-ring noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, there were a crack around the resevoir compartment and the o-ring is coming out. The blood glucose was 4.6 mmol/l at the time of the incident. The device will not be returned for analysis.